Manufacturer narrative:
The explanted devices were not returned to bsn for analysis.

Event description:
A report of a patient that was explanted was received. The representative was informed that the patient was explanted and then re-implanted with a competitor's system. No further information is available at this point of time.